Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaked from the cassette due to the connection for the heater bag not having threads in it to secure the bag to the line; treatment was discontinued. The sample was discarded. During follow up, the patient's peritoneal dialysis registered nurse (pdrn) reported there were no known serious injuries or complications.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.